Manufacturer narrative:
D10 concomitant medical products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p5d1032), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p5d1032) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter intra-operatively, after firing, the staple line of three reloads bled. Suturing was done as a staple line reinforcement. Clip were used and oxidized regenerated cellulose over the staple line was also applied to stop the bleeding. The procedure was extended for 30 minutes.